Event description:
During a rotator cuff repair, the anchor broke at the eyelet. The surgeon was able to screw the anchor down with the inserter into the patient's humerus. The surgeon did not pre-drill the insertion site or use the ao-2 finger technique when inserting the anchor. A delay of 30-minutes took place to remove a small portion of the anchor that broke off. The threaded portion of the anchor was left imbedded in the patient's bone. An additional anchor was required to complete the repair. No patient injury or complications resulted from the incident.